Event description:
It was reported that the patient received several inappropriate atp (anti-tachycardia pacing) therapies and shocks. It was noted that the study (B)(4) had the ventricular tachycardia set to 400 msec, so the device was reprogrammed. To 370 msec. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.